Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the hospital for hypoglycemia. Blood glucose (bg) values that dropped to less than 70 mg/dl. Information about symptoms and treatment was not reported. The pod was worn between 1 and 4 hours on the infusion site. The patient remained in the hospital at time of call. The patient reported she did not receive any alarm from the ominpod system to alert that her blood glucose level was low.